Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, blank display, unexpected battery power loss, damage (physical or cosmetic), charge/battery lasts less than expected, battery cap cracked/damaged. The customer reported current blood glucose value of 95 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). Customer reported the following led up to the event: customer received a high blood glucose due to blank display document treatment for high blood glucose: pump document type of diabetes: type 1. The event involved product(s) mmt-399, mmt-1886, mmt-332a. Troubleshooting was performed. Customer was not using the auto mode/smartguard feature at the time of the event. Customer reported high blood glucose. Customer has been using the insulin pump system within 48hrs of reported high blood glucose event. Customer declined to continue with troubleshooting. Customer reported a short battery life or a low battery alarm. Battery lasted more than 1 week. Explained this is expected behavior. Customer reported receiving replace battery alert/ replace battery now alarm. Issue was resolved by replacing the battery. Customer requested spare battery cap. Customer reported a blank display. Customer is not using the correct battery cap for the pump they are using. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No further patient complications were reported. No product return is required for mmt-399. Mmt-1886 was requested and customer response was the device will be returned. No product return is required for mmt-332a.

Manufacturer narrative:
Unit was downloaded successfully using thump software. Unit power up properly after battery installation. Proceed it by using a new battery cap and a new battery. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, sleep current test, active current test and self-test. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might of trigger the reason complain. During download history review no relevant alarms confirm in download history files to confirm complain code. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. P-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked keypad overlay, keypad overlay texture damage, pillowing keypad overlay, broken belt clip rails and serial number label missing. In conclusion, customer concerns for blank display, unexpected battery power loss and charge/battery lasts less than expected were not confirmed. Cosmetic damage confirmed where broken belt clip rail was noted. Unable to confirm battery cap damage due to not receiving original battery cap. Unable to confirm high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.